Event description:
Info received indicates when the brakes were engage the casters would continue to swivel.

Manufacturer narrative:
The technician found that the casters and brake mechanism were worn. He replaced the casters and the brake mechanism to repair the bed.